Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that fluoroscopy was not available. An alarm sound was generated when the device was restarted. The use of the imaging system was aborted. When the hospital was visited and the system was checked, 3d imaging was possible. The fluoro cpu board was replaced. There was no impact on the patient's outcome.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: bi31000129, lot number: unknown. G2: foreign country - japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D9, h2, h3: the return of bi31000129 provided the lot number m1216gcf rev. J. The hardware was returned and analysis was performed. The analyst installed the printed circuit board assembly (pcba) central processing unit (cpu) fluoro in a test imaging system. The system did not initialize. The fluoro cpu board was beeping continuously. Codes b01, c02, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.